Event description:
Customer reported that light cupola detached from spring arm. Per the customer, the metal c-clip that hold the light head to the counterbalance arm "failed". This failure caused the arm to dislodge and fall to the floor. No injuries were reported. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) visited the hospital, and evaluated the device. The major parts of the locking mechanism (i.e retaining clip, retaining ring, safety screw that secure the light head to the ceiling suspension system) could not be located by our fst while on site. Without being able to inspect these components, maquet believes the most probable root cause is that the safety screw used to secure the safety collar for the light was missing. Without this screw, any operator manipulating the light could slide the retaining ring out of place by error, releasing the light head. The hanaulux 2000 maintenance program includes a verification of the presence and position of the retaining ring. Because this facility is not under a preventive maintenance contract with maquet, it is unknown if this inspection has taken place as directed. The technician preventively verified the locking mechanism on the other hanaulux 2000 series lights in this hospital. They were all in good condition. Maquet service has offered to replace the locking mechanism at no charge. The customer has not yet responded to this offer. Maquet inc submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.